Event description:
Continuous administration pca pump for morphine intravenous medication was programmed to deliver 3 mg/min with a 30 minute lock out. The pump persisted to demonstrate 0.1 mg/min by window. The pump was replaced with a pca delivering accurate medication. No adverse pt outcome due to removal from svc. Equipment was checked by hosp IV therapy nurse and she was unable to repeat the situation. The pump was returned to the MFR for a safety check and was replaced.